Manufacturer narrative:
The investigation determined that discordant negative anti-hcv results were obtained from a single patient sample when tested with vitros ahcv reagent on a vitros 3600 immunodiagnostic system when compared to reactive anti-hcv results obtained on a v non-vitros biomerieux system. An assignable cause for the discordance was not identified. The most likely assignable cause of the event was a sample related issue. No information was provided concerning the sample collection, storage or processing. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A reagent malfunction was ruled out as a potential contributing factor based on historical quality control results. Instrument performance testing was not completed, therefore, the vitros 3600 instrument could not be completely ruled out as a contributing factor.

Event description:
A customer observed (B)(6) results obtained from a single patient sample when tested with vitros ahcv reagent on a vitros 3600 immunodiagnostic system ((B)(6)) compared to (B)(6) results on a non-vitros biomerieux system ((B)(6)). Biased results of the magnitude and direction observed could lead to inappropriate physician action. The (B)(6) results were not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. (B)(4).